Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023,senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor readings and the system did not alert the user,

Manufacturer narrative:
Based on the investigation analysis, the reported complaint could not be confirmed, as there was no calibration entry of 196 mg/dl entered around the time of the event. The system did not assert a high glucose alert due to the sensor value being below the high alert threshold. Per case notes, the user thought a high glucose alert meant his glucose was high, not that it passed the alert level. The over sensor performance was evaluated, and there was no indication of performance malfunction. As per notes, user didn't seek for medical treatment and didn't need to treat himself because he recognized that there wasn't a high glucose alert event. The overall sensor performance was within expectations. Per dms, the user is currently using the system with up-to-date information. No further investigation is required. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusion updated to 67.